Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 797 mg/dl. It was reported that the customer was complaining of chest pains. Troubleshooting was performed. The alarm history revealed low reservoir alarms for several days. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. It was stated that the customer changes the infusion sets every three to four days. Advised the customer to change the infusion sets every two to three days. It was also stated that every time the customer changes the infusion set, he uses the same site. Instructed the customer that changing to the same site can cause insulin to not be absorbed due to scar tissue build up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.